Manufacturer narrative:
Product complaint #: (B)(4). Additional h3 device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional information was requested and the following was obtained: was the broken needle piece removed from patient during same procedure? Yes, it was removed during same procedure. How large was the additional incision? Unk.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch phh212, xcf2515 and no non-conformance's were identified attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the broken needle piece removed from patient during same procedure? How large was the additional incision? Is the broken needle available for return? Please provide device return status.

Event description:
It was reported that the patient underwent procedure for ablation of flutter on (B)(6)2019 and suture was used. During the making of the purse of the femoral approach, the needle broke. Incision for recovery of the needle was performed in the subcutaneous. There were no adverse patient consequences reported. Additional information has been requested.